Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frequent random no delivery alarms. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that recently the insulin pump rejects new batteries. The incident is noted to happen rarely. The insulin pump also had other scratches on the surface of the screen. The device will not be returned for analysis.